Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise via a decrease in the intrinsic amplitudes. The smart pass feature had programmed itself off due to the decreased amplitudes. Technical services discussed some testing and programming options. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the patient had inappropriate shocks due to oversensing of noise via a decrease in the intrinsic amplitudes. A review of the electrograms for the shock episode found significant rail-to-rail noise alternating with small amplitude signals. The smart pass feature had programmed itself off due to the decreased amplitudes. The sensing vector was programmed to the alternate vector. X-rays were done and reviewed. The doctor said the patient has some drug problems and that may correlate to the shocks which tend to occur in the middle of the night. The doctor may continue to monitor and not intervene at the current time due to patient history. There were no additional adverse patient effects. The system remains implanted. It was reported that the patient had an inappropriate shock due to oversensing of noise via a decrease in the intrinsic amplitudes. The smart pass feature had programmed itself off due to the decreased amplitudes. Technical services discussed some testing and programming options. There were no additional adverse patient effects. The system remains implanted.